Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 47 mg/dl resulting in loss of consciousness. Low bg cause was not known. Customer received assistance and was provided with carbohydrates to address low bg. The customer alleged that at the time of the event, insulin was not observed to be properly flowing out of the infusion set tubing. No issues were identified with the cartridge or infusion set at the time of the event. A system check was performed and no pump or supply issues were identified. Recommendation was made to consult with a healthcare provider to discuss diabetes management.